Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex lesion. During retraction, resistance was met with the previously implanted stent and the coils separated; however, the core remained intact. There was no adverse patient effects or clinically significant delay. A pilot 50 guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, ad the reported break was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported core breaks and difficulty to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.